Event description:
On (B)(6) 2015, nurse was given an order to give ativan 3mg im. Nurse used a vanish point 23g/1 inch/3ml syringe, as the patient requested it be given in the deltoid. Nurse drew up the ativan with no problem. The needle went in to the right deltoid just fine, no resistance noted. Upon depressing the plunger, nurse got approximately 0.5 ml injected, and the needle retracted. Approximately 0.5 ml spilled onto the patient¿s skin. And rn and I wasted another 0.5 ml from the syringe that malfunctioned. FDA safety report ID # (B)(4).